Event description:
Port implanted for chemotherapy on 8/19/94. Pt scheduled for explant 9/18/96. Pre operative x-ray revealed a portion of the port catheter located with tip projected over rt ventricle and left main pulmonary artery. 9/18/96 port and attached portion of catheter explanted. Broken off section remains in pt with no apparent adverse effect to date.